Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return and the lot of the device was unknown. The event is currently under investigation. This report includes information known at this time. An additional follow up report will be submitted should additional relevant information were to come from the ad-hoc meeting and/or has become available upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported to customer relations: "customer reports during a lead extraction they had multiple passes the evolution rl13fr with steady sheath as well as multiple passes with the phillips laser device and tight rail and the patient ended up coding and was taken to operating room (or) to crack the chest. The patient survived and it was confirmed there was an superior vena cava (svc) tear, which required surgical repair. It is undetermined at this time what may have attributed to it. Place holder used for part number.